Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio2 meter was reading inaccurately high compared to their feelings and/or normal results. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on information obtained when the medical surveillance specialist listened to the call recording. The patient reported that the alleged inaccuracy issue began at around 7 p.m., on (B)(6) 3030. The patient claimed obtaining a blood glucose reading of "210 mg/dl" on the subject device which he felt was inaccurately high compared to his feelings and/or normal readings. The patient manages his diabetes with self-adjusted insulin (lantus, 35 units morning and evening and humalog, 12-15 units self-adjusted depending on blood glucose readings 3 times a day to maintain a target blood glucose of below 90 mg/dl) and he reported that in response to the alleged elevated reading obtained on the subject device, he administered 12 units of humalog insulin. The patient reported that several hours later, at around 2 - 3 a.m., on (B)(6) 2020, he developed symptoms of feeling "so dizzy" that he "could hardly get out of bed" and "could hardly walk"; feeling like he "was going to stop breathing" and that his "heart was going to stop". The patient advised that he associated his symptoms with a low blood glucose excursion and stated that he immediately tested with the subject device, reportedly obtaining a blood glucose result of "50 mg/dl". It is not known what treatment, if any, the patient received and/or self-administered to treat his symptoms. At the time of troubleshooting, the patient was unable and/or unwilling to confirm if the unit of measure was set correctly on the subject device at the time of testing. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The patient was unable and/or unwilling to walk through a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose reading obtained on the subject device.